Event description:
The manufacturer's representative reported that the patient has experienced a "more neuropathic" pain pattern over the past year, becoming less responsive to therapy with intolerable side effects. The patient was experiencing drowsiness which impaired driving. Various narcotics were tried with the same result. The pump, which contained normal saline, was explanted. Final patient outcome was not reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.